Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that a abbott diabetes care (adc) device sensor was applied and the needle of the applicator of adc device stuck in the customer's skin. There were no symptoms reported. The customer self-removed the applicator needle of adc device from the customer's arm for treatment. There was no report of death or permanent impairment associated with this event.